Manufacturer narrative:
The device was evaluated by a field service representative. The investigation is ongoing. This reported when the investigation is completed.

Event description:
It was reported that the rover is smoking and has a burning smell during a procedure. The device was removed from the room and another was brought in to complete the procedure. There were no delays and no adverse consequences.